Manufacturer narrative:
B3: date of event is estimated. The unit came for oxygen error. No trouble found. Run the unit for 24 hours. The unit is working well and within specification. The data log shows battery low errors; this means patient running unit on low battery. Unit works fine with a good battery.

Event description:
It was reported that the patient's device had stopped providing oxygen. No alarms were noted. As a result, the patient had a grand mal seizure due to the lack of oxygen and was hospitalized. It was noted that the patient does have a seizure diagnosis prior to the event and is on medication. Patient had an alternative oxygen supply source at the time of the event, but was transferred to the hospital oxygen supply when arriving to the hospital. Patient noted that the seizures lasted approximately three to four minutes in duration. Patient's pulmonologist agreed that the event was caused due to the lack of oxygen. Patient received a replacement device and is doing fine.

Manufacturer narrative:
Correction: section e initial reporter has been corrected from the initial report.